Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the image is displayed on only half of the screen w/ 180 scope¿, was reproduced and it was determined that the cause of the phenomenon is the failure of the patient basis board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, an evis exera iii video system center was only getting an image on half the screen with the 180 series scopes. The reported phenomenon did not occur with 190 series scopes. Upon inspection and testing of the returned unit, a faulty patient board set was uncovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.